Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was programmed today to increase therapy for bladder incontinence and was put on configuration 6 on program 2. It was noted that the patient was implanted for both bowel and bladder symptoms and was getting >50% benefit with bowel but wanted to improve bladder. An impedance test was performed test and it was reported ¿all were good¿. The clinician programmer session showed the capacity was at 90-100% and the longevity was 1-6 months (unsure which program this was on). It was also reported that, per the clinician programmer session and the manufacturer¿s technical services assessment, that the current reading of 192 ua was most likely a short circuit. It was suggested that the follow up should be shortened and that program should be eliminated (erased). The representative was not with the patient so no further troubleshooting could be performed. Follow up information received from the manufacturer¿s representative on july 5, 2018 reported that it was unknown if there was short circuit. They confirmed that the longevity was 1-6 months as stated on the clinician programmer but they had no further information regarding the longevity or short circuit issues. The representative noted that the patient¿s configuration was changed per the doctor¿s preference. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.